Event description:
This case was reported by a consumer's family member and described the occurrence of heart attack in a pt who received poligrip (super poligrip). The reporter initially called with questions about super poligrip and their use of the product. A physician or other health care professional has not verified this report. On an unknown date, the pt started poligrip (dental). At an unknown time after starting poligrip, the pt died of a heart attack. It is unknown whether an autopsy was performed. The consumer's family member refused to provide any additional info. Neither the product nor lot number for this product is available. No corrective actions have been required based on this report.